Event description:
A (B)(6) male patient called zoll customer support to report that the response button on his monitor were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response button not working) has been confirmed. Upon investigation, the rear response button was nonfunctional, which prevented the monitor from powering up past the splash screen. The cause of the defective rear response button was a crease in the response button cable that cracked three conductors. The root cause of the creased response button cable could not be positively identified. No adverse event resulted from the defective response button cable. The patient was issued a replacement monitor.